Manufacturer narrative:
The exposed portion of the soft cannula was observed to kinked. During the investigation, fluid was still able to pass through the fluid path and exit the distal tip of the soft cannula even though the exposed portion of the soft cannula was kinked. No signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls. No other damages or defects were found with the device. Although the cannula was damaged, the timing and cause of the damage is unknown and it could not be conclusively determined if this damage was linked to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl, while wearing the pod on the abdomen between 4 and 24 hours. Hyperglycemia treated by applying a new pod and bolus.